Event description:
It was reported the pt has been without stimulation for approx 3 months, and unable to communicate with the ipg using the charging system and the programmer. The programmer displays a communication error message. Surgical intervention will be taken to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.